Event description:
The initial reporter stated that the pump had "no stream alarm". This is not a valid alarm, and the initial reporter was not able to provide any information about what alarm failed. The initial reporter stated that the patient had not experienced any adverse effects, but that they did not have any additional information regarding the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had "no stream alarm". This is not a valid alarm, and the initial reporter was not able to provide any information about what alarm failed. The initial reporter stated that the patient had not experienced any adverse effects, but that they did not have any additional information regarding the complaint. (B)(4).